Event description:
Heartmate 2 left ventricular assist devices (lvad) presents with (B)(6) epidermidis driveline infection (with chronically draining fistula) and bacteremia, and then again on 3 months later requiring a course of IV antibiotics for 4 weeks, and 6 weeks respectively. Surgical intervention was not required at this time. Remaining bacteremia investigation did not suggest endocarditis.